Event description:
It was reported to covidien in 2009, that a customer had an issue with an insulin safety syringe. Customer reports the safety sleeve is not clicking into place which resulted in a nurse receiving a dirty needle stick.

Manufacturer narrative:
Submit date: 05/26/2009. An investigation is currently underway. Upon completion, the results will be forwarded.